Event description:
Per the clinic, the patient experienced swelling and infection at the implant site. Subsequently, the patient was treated with oral antibiotics and steroid for one week (specific date not reported).